Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lumbar pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia") and adenomyosis ("adenomyosis") and was found to have the first episode of uterine leiomyoma ("fibroma of 45 mm in the area of left horn") and the second episode of uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by laparoscopy under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menometrorrhagia, adenomyosis and the last episode of uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, back pain, menometrorrhagia, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. The reporter commented: surgery report: on (B)(6) 2017: rework of vaginal suture after total hysterectomy under general anesthesia. Patient who underwent total hysterectomy by laparoscopy for fibroid uterus, the patient presented with vaginal bleeding in immediate post-surgery. Gynecological examination found active bleeding in left part of vaginal area. Decision of suture by vaginal route under general anesthesia. Absence of pelvic effusion on pelvic ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: found nothing remarkable. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 f or the following meddra preferred term: back pain analysis in the global safety database revealed 624 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Most recent follow-up information incorporated above includes: on 8-mar-2019: reporter and events menometrorrhagia, adenomyosis, fibroma of 45 mm the area of left horn and fibroid uterus added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain outcome was unknown. The reporter considered back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: found nothing remarkable. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 612 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lumbar pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia") and adenomyosis ("adenomyosis") and was found to have the first episode of uterine leiomyoma ("fibroma of 45 mm in the area of left horn") and the second episode of uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by laparoscopy under general anesthesia). Essure was removed on (B)(6)2017. At the time of the report, the back pain, menometrorrhagia, adenomyosis and the last episode of uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, back pain, menometrorrhagia, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. The reporter commented: surgery report: on (B)(6)2017: rework of vaginal suture after total hysterectomy under general anesthesia. Patient who underwent total hysterectomy by laparoscopy for fibroid uterus, the patient presented with vaginal bleeding in immediate post-surgery. Gynecological examination found active bleeding in left part of vaginal area. Decision of suture by vaginal route under general anesthesia. Absence of pelvic effusion on pelvic ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: found nothing remarkable. Amendment: the report was amended on (B)(6)2019 for the following reason: the correct date for last device similar incident listing (dsil) is (B)(6)2019 and not (B)(6)2019. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.